Manufacturer narrative:
Health effect impact code: f26. Component code: g03001. D8. Was this device serviced by a third party? No. An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely decreased calcium result on the architect c4000, serial number c461675. Through an extensive investigation, the fsr found the probe wash pump was leaking and replaced the bellows set, incl rod & fitting (rohs), part number 2-89055-02, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased calcium results for one patient on an architect c4000 analyzer. The following data was provided (customer¿s reference range is 8.5-10.5 mg/dl): initial result was 2.5, repeats were 9.9 and 9.7 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data, that had previously been provided in field h10. There is no change to the content of the data.